Event description:
It was reported to philips that the system had an image disk issue and was and unable to save images. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use for a vascular diagnostic procedure. The clinical procedure was delayed for less than 20 minutes and was completed after the system was restarted. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer and confirmed that the image storage space was full and historical images could not be retrieved. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that image disk 1 had failed, and the smart drive displayed an error code of 100. The fse confirmed that the image hard disk was defective. The fse replaced the image disk. After recreating the image disk replacement. The system was returned to use in good working order. The codes were updated based on the investigation outcome.